Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that a spinal surgery procedure was done to remove a coral ii posterior fusion construct that had been implanted four years previously. The reason for removal was that the pt had adjacent disc problems. The surgeon intended to leave in place the pedicle screw that had been inserted on the right in vertebra l5, however, the head of the screw became detached as the surgeon was cleaning the area around the screw. The surgeon elected to leave the screw in situ as the pt's fusion was solid.